Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. (B)(4).

Event description:
A surgical coordinator reported that following an intraocular lens (iol) implant procedure, the iol rotated out of position six hours post-operatively. The iol was repositioned several days later, however the iol once again rotated out of position within a few hours of the second procedure. The surgeon attempted one more repositioning with the same results. It was noted that the patient now has as much or more astigmatism that she had prior to the initial surgery. The iol remains implanted. Additional information has been requested.